Manufacturer narrative:
Findings: unit received with intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. Unit received with missing segments due to cracked zebra connector at lcd board. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was unknown at the time of the call. The customer stated that the escape button would not work to clear the alarm. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.